Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. The ventilator was returned toa third party service center for evaluation and the customer¿s complaint was confirmed. A "machine flow sensor drift" error was observed in the device's error log. The customer was informed there is a service tool that should be used to attempt to fix the error. The customer stated they would use the service tool to attempt to fix the error. Additionally, the device's UDI number was updated to reflect the correct format. The device was evaluated by a technician during bench repair. It was observed that the device had various sensor codes present on the error log. The device's blower, main board, and flow sensor were replaced to address the errors. The device's flow sensor was sent to the manufacturer's product quality investigation lab for evaluation. The flow sensor was found to be contaminated, which caused the flow sensor to fail.

Manufacturer narrative:
H3 other text : device evaluated by third party service tech.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy ev300 device. There was no harm or injury reported. The ventilator was returned toa third party service center for evaluation and the customer¿s complaint was confirmed. A "machine flow sensor drift" error was observed in the device's error log. The customer was informed there is a service tool that should be used to attempt to fix the error. The customer stated they would use the service tool to attempt to fix the error.